Event description:
Event detail: it was reported by the zimmer knee registry that the patient was revised due to instability of the left knee. The patient had experienced a fall, which caused the event.